Event description:
Implant placed 7/93. Implant failed due to infection. One person affected.

Manufacturer narrative:
The medical history was received and evaluated. Infection, compounded by granuloma, is the probable cause of failure.